Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have experienced blood glucose versus sensor glucose issues. Customer reports to have gone into threshold suspend when blood glucose was not actually high. Customer states blood glucose was 77 mg/dl and sensor glucose was 43. Customer received false threshold suspend the prior day as well. No further information provided.